Event description:
It has been reported to philips that the system was not switching on. The system was not in clinical use and no harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that host pc was not turning on. They reinstalled the memory disk and the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that device failed to start up. Upon functional testing fse found that monitor had no display after the host pc not power on normally. The fse reinstalled the memory and disk to solve the issue. After reinstalled the memory and disk, the system was returned to use in good working order.